Manufacturer narrative:
Radiographic image assesesment: lateral x-ray l2-l4 posterior instrumentation l3 fracture, the screw tulip and rod are separated from screw shank on one side. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: country of origin is india. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding spinal product that was used in spinal therapy. It was reported that the patient had reported with burst fracture last week and when x-ray was done, one of the screw broke from the shaft. There were no broken fragments left inside the patient and no further complications or symptoms were reported. Additional information was received via manufacturer representative that the event occurred during normal usage of product.